Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 200- over 800 mg/dl; cause unknown. Customer administered a correction injection as well as performed a supply change to address the bg. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.